Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white patient connector (twist sleeve) of a minicap transfer set had been completely disconnected from the set during peritoneal dialysis therapy. This event occurred during use by the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing and clear passage testing. During visual inspection it was noted that the tubing was separated from the dark blue female connector. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.